Manufacturer narrative:
On 30th august 2024, the user reported that the eversense continuous glucose monitoring (cgm) system showed results that were different from glucometer (blood glucose) measurements. The initial investigation was performed on customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the sensor had deviated from normal behavior. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued for sensor replacement. However, the sensor was not received. Thus, no actual testing of the product and root cause analysis was possible. A further review of the glucose data revealed that significantly low signal and reference channel values and declining sensor performance since insertion. The potential root cause for such failure mode may be related to an issue with the in-vivo state of sensor's chemical component. B4.date of this report 27 november 2024. G3.date received by the manufacturer? 27 november 2024. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.